Manufacturer narrative:
Updated fields: b4, e1 (initial reporter name). A supplemental report will be submitted upon completion of investigation.

Event description:
Na.

Manufacturer narrative:
Due to character limitation, event site full address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had battery not charging issue. There was no patient involvement and no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11 corrected fields: h6 (investigation findings).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: a getinge field service engineer (fse) checked the device and the fault code record on site to confirm the fault reported by the customer. The battery was not installed properly. The battery was reinstalled and charged normally. The device passed the pre-use inspection. The device passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and was ready for clinical use.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3.

Event description:
N/a